Event description:
It was reported that the right monitor on the 9800 system is black. This was noted before the case and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right side monitor. The system was tested and found to be working as intended and placed back into service.